Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clips were used during a colonoscopy procedure performed on an unknown date. During the procedure, the "click, clack and release move" were performed; however, the clip did not release from the catheter. The physician had to pull the clip off from the tissue and two new resolution 360 ultra clips were placed. The two clips were unable to release from the catheter initially, but were eventually able to release after wiggling the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).